Event description:
The facility reported error message received during a procedure; had to switch out system to complete the case. No pt injury occurred, but two subsequent cases were cancelled. No additional info is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.